Event description:
It was reported that the patient with this pacemaker experienced syncope earlier in the day. The health care professional (hcp) requested technical services (ts) review and no events were found to be collected during this period. The patient device later exhibited right ventricular (rv) pacing when the patient was at 100 bpm. Ts recommended potential programming changes. This pacemaker remains in service. No additional adverse patient effects were reported.